Event description:
Per the clinic, the patient experienced pain, discomfort, tightness, headache, nausea and did not receive any benefit from the internal device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.